Event description:
It was reported that the customer had a motor error alarm on her insulin pump. Customer called because, she had unexplained high blood glucose levels and had to go to the emergency room. Customer received IV and insulin therapy. Customer saw her health care professional yesterday and they increased basal and lowered carb ration. Customer's lowest blood glucose level was 198 mg/dl this morning. Customer has been on the pump for 8 years. Customer went to the hospital on (B)(6) 2014. Customer's blood glucose level was over 600 mg/dl at the time of hospital visit. Customer had subway for lunch and then her blood glucose level went sky high. Customer was not admitted but had same day treatment. Customer was wearing the insulin pump at the time of the emergency room visit. Customer had a low reservoir and a low battery alarm in the alarm history. Customer does not have a tubing clamp. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.